Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic as the patient's remote monitoring system was not working. Device interrogation indicated rf was not working. A software download was performed, which in turn resolved the issue. No patient symptoms were reported.